Event description:
It was reported that the procedure on (B)(6) 2014 was to treat 90% restenosis of a deployed 2.5x38mm xience prime stent implant in the circumflex (cx) artery that was noted during planned routine follow-up. After placement of a non-abbott guide wire, photoablation was performed using a non-abbott laser. The 2.25x15mm nc trek balloon dilatation catheter (bdc) was successfully advanced to the target lesion; however, the balloon could not be inflated and the bdc was removed without reported issue. Reportedly, no leak or rupture was observed. A 2.25x12mm nc trek bdc and a non-abbott drug-eluting balloon (deb) catheter were used to successfully treat the restenosed xience prime stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue, gaia; stent: 2.5x38mm xience prime. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prime is being filed under a separate manufacturing report numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed the difficulty in inflation due to a tear in the balloon seal. A review of the lot history record was conducted and found no non-conforming reports that appear to have caused or contributed to the reported event for this lot. A review of the complaint handling database was performed and identified no similar events for this lot. Although a product issue was identified, it does not affect a larger population. The performance of these devices will continue to be monitored.